Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, after insertion of both altis anchors bilaterally, a cystoscopy revealed that the urethra was perforated and the altis mesh sling could be observed in the urethra relatively closer to the patient¿s right. At this time the altis sling was removed from the patient and the urethra was repaired. Altis anchors remained in the patient¿s obturator membrane as they were not removed.